Manufacturer narrative:
This emdr represents supplemental report #psr-61941 for previously submitted MDR number 2210968-2017-70666 subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective (B)(6) 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe dueto the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) ethicon¿s internal reference number). (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-19102021-0001062324 submitted for adverse event which occurred on (B)(6) 2006. Mwr-01082019-0000489004 submitted for adverse event which occurred on (B)(6) 2006. Mwr-01082019-0000489012 submitted for adverse event which occurred on (B)(6) 2009.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that patient had a revision surgery on (B)(6) 2006 and (B)(6) 2009. No additional information was provided.